Manufacturer narrative:
(B)(4). Method: the returned device was visually inspected externally and internally for heat damage. The unit was also powered up using a new power cord. Results: external damage was observed only on the power cord connector. There was evidence that the power cord connector had overheated at the crimp location and hence the connector overmould had melted. Smoke residue was found at the blower outlet area and in the electrical socket housing. The unit started and worked normally with the new power cord. Conclusion: the manufacturer of the power cord concluded in their investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-molding. The hc234 is designed to the electrical safety standard, iec 60601-1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to iec 60601-1. Our equivalent product in the us is designed to the standard, ul60601-1, for both hc234 and power cord. Fisher & paykel healthcare is currently conducting a retail level recall on all volex power cords used in the hc230, hc240, hc250 and hc600 series CPAP humidifiers in (B)(4), (B)(4) and (B)(4). CPAP humidifiers manufactured since january 2010 feature a different, more robust power cord and are not subject to this recall. The power cord used in the USA is of a different brand and construction and is not subject to this recall.

Event description:
A home patient reported via her distributor in (B)(6) that the power cord had split on her hc234 CPAP humidifier. The patient further reported that she awoke to see smoke and arcing at the power cord inlet of her CPAP unit. There was no damage to property or injury to the patient.